Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/22/2020. H.6. Investigation: a sample was received and a tear in the tubing was immediately apparent. The customer's complaint of leakage has been verified. A device history record review for model 2426-0007 lot number 20075748 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A sample was received with a clear cut/ tear in the tubing that was detected immediately upon visual inspection. Further investigation with microscope proved it to be an incision almost like that of a sharp object. The cut/tear was a few inches above the check valve and is an issue that has since been resolved. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20075748 regarding item #2426-0007. CAPA#1531358 was initiated.

Event description:
It was reported that as lvp 20d 3ss cv tubing was ruptured. The following information was provided by the initial reporter: material no:2426-0007, batch no: 20075748. It was reported that as she was priming her primary line, the IV solution started spurting out the side of the tubing.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 3ss cv tubing was ruptured. The following information was provided by the initial reporter: material no:2426-0007, batch no: 20075748. It was reported that as she was priming her primary line, the IV solution started spurting out the side of the tubing.